Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA was clogged. The following information was provided by the initial reporter: material no:320109, batch no: 0127648. It was reported that the needle clogged during the injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA was clogged. The following information was provided by the initial reporter: material no:320109, batch no: 0127648. It was reported that the needle clogged during the injection.